Event description:
Customer reported that the insulin pump is not delivering insulin properly. Customer stated that they have been having higher blood glucose readings than normal. Customer reported symptoms of feeling sick and having headaches. Customer's blood glucose reading at the time of the call was 480 mg/dl. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. No delivery alarm was noted in the alarm history. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.